Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Implant date:1993. Concomitant medical products: item#: unknown, unknown head, lot #: unknown. Item#: unknown, unknown liner, lot #: unknown. Item#: unknown, unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -02345.

Event description:
It was reported patient has been indicated for hip revision for unknown reasons; however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event was not confirmed. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2020-02344, 0001822565-2020-02345, 0001822565-2020-02593, 0001822565-2020-02594.

Event description:
No further event information available at the time of this report.